Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Age- ni, weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni.

Event description:
Patient has been indicated for revision due to unknown reasons. No revision has been reported to date.